Event description:
It was reported the implantable cardiac monitor (icm) device had several pause episodes recorded, during which there was a note that stated the electrocardiogram had been suspended and there was a flat line afterwards. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a clinical data review determined that the flat line in the electrocardiogram was a result of the programmer application misrepresenting the data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).